Event description:
Information was received from a patient (pt) regarding an external device. Patient reported she has not been able to use the recharger since christmas. Pt clarified the ins is not charging and the recharger - the tip is hot on her back - pt stated it is "burning her back" pt clarified it is not burning to where it is leaving a mark on pt skin but itis too hot to use it. Pt verified she did not need to see medical attention from the burning sensation. Pt was asked if the controller is charging when connected to ac power and pt stated "no" pt plugged the controller into ac power and the green light is flashing. Pt stated it will not show the charge level of the controller. It was explained that if the ins battery is depleted then the controller cannot show its own charge level. The issue was not resolved. Additional information received from the patient on (B)(6) 2022. It was reported that the patient received their recharger and were able to charge the ins on (B)(6) 2022. On (B)(6) 2022 they tried to connect to charge the ins, but the controller screen went black and unresponsive. The patient was walked through a hard reset and verified that the controller was charging when connected to the ac power supply but the patient was not able to verify the controller charge level. They connected to the ins with the recharger cord and the controller was at 30% charge and the ins was in the red. On (B)(6) 2022 the controller had been charged completely. The patient was advised to charge the controller and then charge their ins battery.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed a recharger antenna failure; the "no device found" message was noted. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.